Event description:
Patient contacted dexcom technical support on (B)(4) 2015 to report a hardware error code displayed on the receiver on (B)(6) 2015. Patient reset the receiver and it resolved the issue. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).